Manufacturer narrative:
(B)(4) evaluation statement: the reported event of pressure sensor issues and check IV set could not be confirmed, however photos from the tpc site summary shows the device has a missing platen. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
As part of the project planning for the alaris-epic interoperability project at stanford, the technical practice consultant was onsite last week to perform an a fleet assessment of the facility alaris devices. The tpc observed devices from ICU, it was reported a red tagged note attached to the device stated; "pressure sensor issues and check IV set." There was no report of patient involvement.